Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing on a stored egm was observed via a merlin at home transmission. Programming changes were made. Device remains implanted.

Manufacturer narrative:
UDI(di): (B)(4).